Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced twisted infusion set tubing event on (B)(6) 2026. The infusion set had been in use for two days. No further information available.